Manufacturer narrative:
A2) patient age - average age, 70.9 years (for angiosculpt group) a3a) patient sex - 169 (73.5%) males, 61 (26.5%) females (for angiosculpt group) a4) patient weight - average, 80.9 kg (for angiosculpt group) a3b/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. D1) exact brand name is unknown; however, this is for an angiosculpt otw pta device. D4/g4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, unique ID, expiration date, 510k number, and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, av fistula, dissection, pseudoaneurysm, perforation, and hemorrhage are listed as potential adverse effects with use of the angiosculpt otw pta catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 08feb2020) ¿long-term outcome upon treatment of calcified lesions of the lower limb using scoring angioplasty balloon (angiosculpt¿)¿. The study retrospectively aimed to determine the safety and effectiveness of scoring balloon angioplasty in a real-life patients¿ collective with peripheral artery disease (pad). A total of 425 patients with moderate to severely calcified femoropopliteal lesions were enrolled in the study between 2011 and 2018. Two-hundred and thirty (230) patients received a treatment with a scoring balloon spectranetics angiosculpt otw pta scoring balloon catheter, and 195 received a plain procedure without angiosculpt¿. Procedural complications included 60 intraprocedural vessel dissections, 17.7% of patients required target lesion revascularization, some of the patients underwent amputation, 1 patient experienced arteriovenous fistula (av), 2 patients experienced aneurysm spurium, 1 patient experienced a vessel perforation that was treated via a covered stent implantation, and 4 severe bleeding cases that required a blood transfusion (MDR # .). Additionally, for the angiosculpt group, there were 4 reported deaths at follow-up (MDR #3005462046-2026-00021). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 08feb2020 has been used, the date of publication. Kronlage, m., werner, c., dufner, m. Et al. Long-term outcome upon treatment of calcified lesions of the lower limb using scoring angioplasty balloon (angiosculpt¿). Clin res cardiol 109, 1177¿1185 (2020). Https://doi.org/10.1007/s00392-020-01610-3. This report captures the serious injuries that occurred after use of the angiosculpt otw pta device. There was no alleged malfunction of any spectranetics devices in use during the procedure.